Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose levels were fluctuating. Customer declined to provide specific values. Customer declined to troubleshoot the issue with tandem technical support.